Event description:
It was reported that, "on or about (B)(6) 2006," the pt was implanted with a, "sparc vaginal sling." This was done to treat, "stress urinary incontinence and pelvic organ prolapse." "After and as a result of the implantation of the sparc sling," the pt allegedly, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissues, additional surgeries, continual bladder and urethra infections, and other injuries." "In (B)(6) 2006, "the pt experienced vaginal erosion and sought medical attention and had additional surgery to remove sparc sling, "which had attached to some of her organs." (This pre-dates the implant.) "As a result of having the sparc implanted into her," she reportedly has experienced, "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injuries."

Manufacturer narrative:
Ams sparc sling system is recommended for use in the treatment of stress urinary incontinence or intrinsic sphincter deficiency (isd) in a sling and/or suspension procedure. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.